Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly cannot be released when attempting to deploy. It was further reported that the filter body has not fully expanded after the filter has been installed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly cannot be released when attempting to deploy. It was further reported that the filter body has not fully expanded after the filter has been installed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: two photos were provided and reviewed. The first and second photo shows the jugular filter kit. The pusher catheter was loaded to the touhy-borst adapter and filter storage tube. The dilator was loaded on to the introducer sheath. The labeling details in both the photos match with the information available in trackwise. No other anomalies were noted. One jugular filter kit returned for evaluation. During visual evaluation, the pusher catheter was loaded to the touhy-borst adapter and filter storage tube. The filter was received within the filter storage tube. Slight skiving was noted throughout the loaded filter storage tube. During functional testing, an attempt to deploy the loaded filter with the loaded pusher catheter was performed and was successful. Small resistance was felt during attempt. Filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. An attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. The pusher pad was present at the distal end of the pusher catheter. The loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. The dilator was offloaded from the introducer sheath for further evaluation and was successful. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure as condition of use cannot be recreated. A definitive root cause for the reported activation failure including expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (component). H11: e1, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.